Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right atrial lead had no capture. It was later observed the lead was dislodged. The lead was repositioned. The patient experienced no symptoms related to this event.